Event description:
As reported by the edwards clinical specialist, at the end of the transaortic transcatheter aortic valve replacement (tavr) procedure the patient became critically hypotensive and expired. Per the physician, it appeared that the patient's hypotensive crisis was because of bleeding. An autopsy was not performed. Per the report received, this patient became hypotensive prior to balloon aortic valvuloplasty (bav); the patient's blood pressure was medically stabilized. After successful bav and subsequent successful sapien valve deployment, the patient became hypotensive. The left main coronary artery was selectively injected confirming patency. The patient's blood pressure was stabilized again medically. The perfusionist stated there was approximately 1,500 cc of blood in the suction canister from the case. A chest tube was placed to drain blood from the chest and approximately 250 cc of blood drained into the chest tube over a 45 minute span. The patient appeared stable at the end of the procedure. While the patient was being moved from the table, she had a critical hypotensive event. The patient was placed back on the table and the chest was opened. No active bleeding could be identified from the aorta, aortic annulus, or the ventricles. This patient was a (B)(6) and due to her religious beliefs, the receipt of blood or blood products was not an option.

Manufacturer narrative:
A device history record (DHR) review for the sapien valve was performed and all manufacturer's specifications were met prior to release for distribution. Per the IFU, hypotension and hemorrhage are known complications associated with standard cardiac catheterization, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. In this case, the patient was hypotensive pre-valve deployment and also lost approximately 1700cc of blood during the procedure. Per the physician, the patient's hypotensive crisis leading to her passing was due to bleeding not involving the aorta, aortic annulus or the ventricles. In addition, due to the patient's religious beliefs, receiving blood or blood products was not a viable treatment option. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. No further action is possible at this time.